Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not able to perform the fill cannula step of the load process. Customer's blood glucose level was 323 mg/dl. Customer declined to further troubleshoot with tandem technical support. Customer successfully resumed insulin therapy.